Manufacturer narrative:
Correction: UDI has been updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue was with the ps1. The part was replaced and the voltage adjusted. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation as it was discarded at the site.

Event description:
A site representative reported that, while outside of a procedure the imaging system would not boot up. Beeping was heard from the system. There was no patient present when this issue was observed.